Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak); (type ii endoleak). Conclusion: (type ii endoleak).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 2.4 years ago. Aneurysm and vessel morphology was not reported. It was reported that the ima is back filling into the aneurysm. A subsequent angiogram did not show a leak. No further intervention was performed. The pt is fine and no clinical sequelae were reported.